Event description:
During an incident in 2003 involving a patient; saniation worker found supine on the street in cardiac arrest and with CPR being performed by ems medical affairs personel from an office nearby, the defib was powered up but did not go into the analyze mode. The unit showed a trace on the bottom of the screen and appeared to be getting signals from the pt. The unit was powered off and then on, the leads were reconnected, buttons were pressed etc. But the unit did not respond. CPR was continued, a 2nd ems crew arrived 3-4 minutes later and shocked the pt 6 times with a minute of CPR in the middle. Als arrived and took over pt care, transporting the pt to a hospital.